Event description:
Discordant carcinoembryonic antigen (cea) results were obtained on an immulite 2000 xpi instrument for six patients. The initial discordant results were not reported to the physician(s). The same samples were repeated on the same instrument and the repeated results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant cea results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant cea results was unknown. The fse performed a thorough system check and verified that there was no system malfunction. The fse proactively replaced the sample probe and water pump. The system is performing within specifications. Further evaluation of the device is not required.